Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) manufacturing site in new zealand where it was tested by a trained f&p service technician. The unit was performance tested. Results: the performance test revealed that the manometer was out of specification. Conclusion: the most likely cause of the reported event is physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance whenaccidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff."

Event description:
A healthcare facility in the united kingdom reported an issue with the rd900 neopuff infant resuscitator. Upon device servicing at the fisher & paykel healthcare (f&p) regional office in the united kingdom, it was found that the manometer was defective. There was no patient involvement.

Event description:
A healthcare facility in the united kingdom reported an issue with the rd900 neopuff infant resuscitator. Upon device servicing at the fisher & paykel healthcare (f&p) regional office in the united kingdom, it was found that the manometer was defective. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) regional office in california where it was tested by a trained f&p service technician. The unit was serviced and performance tested. Results: the performance test revealed that the manometer was out of specification. Conclusion: the most likely cause of the reported event is physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance whenaccidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff."

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported an issue with the rd900 neopuff infant resuscitator. Upon device servicing at the fisher & paykel healthcare (f&p) regional office in (B)(6), it was found that the manometer was defective. There was no patient involvement.